Event description:
On 10 may 2024, senseonics was made aware of an incident where user reports unsuccessful removal attempt of the on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. No further investigation is required. B4. Date of this report 30 november 2024. G3 date received by the manufacturer? 19 november 2024.